Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio reflect meter was displaying an error message of ¿error 4¿ and ¿sub code 2¿. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained during a follow-up call with the patient. The patient reported that he too often gets error messages on his meter and the latest alleged error message appeared on (B)(6) 2022, at 3 am. The patient claimed that just before the alleged error appeared at 3 am he felt ¿sweaty, confused and shaky¿ and really scared. During the follow up call the patient mentioned that before he developed these symptoms, he was asleep. The patient manages his diabetes with insulin (5 times a day) and oral medication and stated that in response to the alleged issue he ate some candy, retested, and received a blood glucose reading of ¿40 mg/dl¿ on the subject meter. The patient denied receiving any medical treatment for the reported symptoms and confirmed this during the follow up call. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time. The cca managed to resolve the alleged issue on the call. The cca established that the error was caused by an incorrect testing technique. A replacement meter was sent to the patient. Even though the patient developed symptoms prior to the product issue, this complaint is being reported because the patient was unable to test his blood glucose due to the alleged issue. The patient indicates that the alleged issue occurred multiple times previously and over a longer period. The patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product and the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.